Event description:
Report received of an over-delivery. The pump was programmed to deliver an unspecified solution at 300ml/hr with a dose limit of 300ml. It is unknown if there was a primary and secondary solution or if the pump was programmed in the concurrent or nonconcurrent mode. Reportedly, the pt received 450ml in one hour instead of the intended 300ml. The customer reported possible cell phone interference. Though multiple attempts were made to obtain add'l info from the customer, no further info was provided.